Event description:
Philips received information from the customer that reported when performing a preprogrammed motion (ppm) to deploy the x-ray detector panel, the operator was not able to lock the detector panel in the deployed position and contacted philips for service. The philips field service engineer determined the x-ray detector panel lock shaft was broken in half, there was no damage to the x-ray detector panel itself. Because the shaft was broken, the CT portion of the system was not operable because the panel could not be locked in the deployed position. There was no report of harm to a patient, bystander or trained professional as a result of this reported event. There was no report of a rescan or reinjection associated with this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).